Event description:
It was reported that the night after an implant of an implantable pulse generator (ipg), one beat oversensing was observed. The leads' thresholds or impedances were in range, and an x-ray did not locate any anomalies. The physician adjusted the sensitivity and will monitor the patient. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Products: (B)(4) implanted: 2014 (B)(6). (B)(4).